Event description:
Per the clinic, the patient was placed under general anesthesia (specific date not reported) to remove the abutment in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 14,2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on may 12, 2022.